Manufacturer narrative:
The fse bleached the wbc bath and hgb cuvette, but was unsuccessful in removing the cloudy film on the inside of each reservoir. The fse replaced each reservoir to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
While a field service engineer (fse) was troubleshooting an unrelated issue, he discovered that the hemoglobin (hgb) and white blood cell (wbc) baths appeared cloudy on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.